Manufacturer narrative:
Correction: FDA notified?, report source, report source other.additional information: describe event or problem.

Event description:
It was reported that a bag of sodium bicarbonate was hung at 2030 and programmed to infuse at a rate 100ml/hour with a volume to be infused of (vtbi) of 834ml. At about an hour later, the pump alarmed for air-in-line. The bag was found empty and air in the tubing was observed down to the air-in-line sensor. There was patient involvement but no harm. A copy of medwatch was received, which states "the patient had a sodium bicarb drip that was started via bd alaris pump at the correct, ordered rate. The rn noted that the pump was alarming saying, "air-in-line" and when the nurse went to investigate she noticed that the entire bag was empty. The rn double checked that the pump was set to the correct rate but it appears that the pump malfunctioned and delivered what was essentially a 1l bolus of the medication. Of note, this was one of three similar events submitted within 60 hours at our same facility, I have submitted medwatch events for those as well."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a bag of sodium bicarbonate was hung at 2030 and programmed to infuse at a rate 100ml/hour with a volume to be infused of (vtbi) of 834ml. At about an hour later, the pump alarmed for air-in-line. The bag was found empty and air in the tubing was observed down to the air-in-line sensor. There was patient involvement but no harm.